Event description:
It was reported that a patient underwent a unknown procedure on an unknown date and suture was used. During the procedure, the suture was detached from the needle immediately. It was a control release needle. This happened in several needle-sutures. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but was unavailable: it mention "this happened in several needle-sutures" please confirm how many sutures was detached from the needle during this one patient and during this single surgical procedure? No further information is available. Device return follow up. We regularly contact with sales rep about the device returning. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength - = 2360 ¿g /m.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: 08/24/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information:  d9, h3, h6 h3 evaluation: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. One empty opened foil, one winding former with six un-dispensed needle-suture, two detached needles, and two dispensed sutures of product were returned for evaluation. The product is multi-stranded and each packet contains eight strands. Visual analysis of the returned sample with two detached needles, revealed a light swage defect on the swage area. The barrel holes were examined under magnification, and no remnant suture was found. In addition, the ends of the sutures were examined and there isn¿t sufficient impression, resulting in a needle pull-off defect. Due to returned condition of the samples, no functional test was performed. Based on the information currently available, the pull-out was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m